Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -12.50/+0.5/026 (sphere/cylinder/axis), into the patient left eye (os) on (B)(6) 2021. The patient experienced a refractive surprise and the lens remained implanted. The cause of the event was unknown. The patient has become hyperopic and has mainly reading problems now. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. Date of event: unk. Explant date: na. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
B5: the surgeon decided to correct the refractive surprise with a laser and the patient is happy now with the outcome. H6: health impact - additional surgery: 4625 - laser surgery. (B)(4).

Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. Date of event: unk. Explant date: na. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -12.50/+0.5/026 (sphere/cylinder/axis), into the patient left eye (os) on (B)(6) 2021. The patient experienced a refractive surprise and the lens remained implanted. The cause of the event was unknown. The patient has become hyperopic and has mainly reading problems now. Additional information has been requested but none has been forthcoming.